Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. The patient experienced an anterior vaginal wall mesh erosion of 2*1cm post procedure and was treated with estrogen application and subsequent mesh removal. The patient&#38112;current condition is reported to be fine. Additional information was not provided.